Manufacturer narrative:
On february 28, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed that the breast implant had an area of shell abrasion on the posterior view. Leak testing was performed according to the mentor procedure, identifying a tear (a) on the anterior view measuring approximately 1.2 cm, and a tear (b) within the shell abrasion measuring less than 0.1 cm. Microscopic examination was performed on the edges of the tears (a & b), parallel striations were found in an area of the tear (a), measuring less than 0.1 cm, and instrument damage was not found at the edges of the tear (b). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear (a) could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances related to the malfunction reported were identified as part of this evaluation. The evaluation determined that the possible cause of the tear (b) is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the tear (b). No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On march 7, 2025, the product investigation summary was updated: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed that the breast implant had an area of shell abrasion on the posterior view. Leak testing was performed according to the mentor procedure, identifying a tear (a) on the anterior view measuring approximately 1.2 cm, and a tear (b) within the shell abrasion measuring less than 0.1 cm. Microscopic examination was performed on the edges of the tears (a & b), and parallel striations were found in an area of the tear (a), measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell; the cause in the remaining area of the tear (a) could not be identified. Regarding tear (b), microscopic examination revealed that parallel striations were not found at the edges of the tear (b). Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances related to the malfunction reported were identified as part of this evaluation. The evaluation determined that the possible cause of the tear (b) is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 400cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant deflation. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2025.

Manufacturer narrative:
On february 24, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.